Manufacturer narrative:
The download history file shows on (B)(6) 2016 at 06:43:40 a normal bolus programmed: 25.000u and delivered: 19.150u. At 06:47:24 pump suspended. At 07:06:09 battery change, battery removed. At 07:07:06 battery change, battery inserted. At 15:59:11 pump unsuspended. The button event file was overwritten. Unable to verify if the customer manually programmed 25.000u and delivered the 19.150u. The pump was programmed with multiple boluses using the bolus wizard feature. All boluses delivered properly and were listed in the bolus history screen. No active insulin anomaly noted. The battery was removed and reinserted then monitored for two days. No unexpected bolus delivery was noted. The pump passed the functional tests, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The stop current and run current measurement tests were within specifications. No unexpected failed battery test alarm/bad battery alarm or low battery alarm was noted. The low reservoir alarm was set to 2.0 units. The low reservoir alarm functioned properly during testing when the units remaining was 20.0 units. The pump had minor cosmetic damage. The pump passed the delivery volume accuracy test.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose. The customer stated that the blood glucose dropped 50 mg/dl. The customer's blood glucose was 115 mg/dl at the time of hospitalization. The customer's blood glucose was 107 mg/dl at the time of call. The customer reported that they found an active insulin delivery that they were not aware of. The customer stated that they were given dextrose to treat the blood glucose. The customer stated that they were off the insulin pump during hospitalization for less than 48 hours. The insulin pump will be returned for analysis.